Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized with a high blood glucose reading of 687 mg/dl. Prior to being hospitalized, the customer experienced high blood glucose levels during the night, but did not change the infusion set. The customer treated by bolusing, and the insulin pump gave a grinding noise. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests, but the insulin pump continued making a grinding sound. Advised that the insulin pump would be replaced. Nothing further was reported.